Event description:
During a pfa atrial fibrillation procedure, blood leaked from the valve followed by an air leak during aspiration. The transseptal access was done an sl0 sheath and brk 71cm needle. The agilis 13f sheath was introduced into the left atrium and the volt was prepared (following all the recommended steps). As recommended, the doctor held the proximal end of the agilis handle below the insertion site and inserted the volt catheter into the sheath (5-10 cm). When the catheter was inserted, it was observed that some blood leaked out of the insertion valve of the agilis. Then he tried to aspirate 20-30 cc of blood (before pushing the catheter further). At this moment, the doctor mainly aspirated air with the 50cc syringe. He tried this process again twice (pulling out the catheter, then inserting it again after doing again the last step of the catheter preparation with the tip straightener, and always properly flushing the agilis). But only aspirated mainly air. The sheath was replaced which resolved the issue to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.